Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) began beeping one week after a device check that revealed a battery voltage 2.67 volts. The battery status had reached elective replacement indicated (eri). Premature depletion is suspected.